Manufacturer narrative:
The date of this report provided in the initial report was incorrect.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been sick for 2 weeks. His blood glucose level was running around 400 mg/dl to 450 mg/dl on average. The customer also experienced low blood glucose levels. The customer had issues with the infusion sets not sticking. The device was not returned.